Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2011. It was reported that although, the patient could recharge the ipg, communication with ipg could not be established via the programmer. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg. No further complications were reported. The explanted ipg was returned to the manufacturer for analysis.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.